Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 test kit 24t performed on (B)(6) 2022 on a direct tested copan flock nasopharyngeal swab and generated a positive result. Pcr confirmation testing was performed on the same day with a new sample and generated a negative result (CT values not provided). The primary sample (dry swab) was processed again to confirm the first ID now result and again a positive result was obtained. In addition, the customer reported that repeat testing was performed with the ID now using a new sample and generated a negative result. The patient¿s filmarray respiratory panel was also negative. The patient¿s outcome is unknown; however, the customer confirmed there was no patient treatment provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m185210 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m185210, test base part number 190-430/ lot: m185210. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185210 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. H3 other text : device discarded; single use device

Event description:
The customer reported a false positive result with the ID now covid-19 test kit 24t performed 18sep2022 on a direct tested copan flock nasopharyngeal swab and generated a positive result. Pcr confirmation testing was performed on the same day with a new sample and generated a negative result (CT values not provided). The "primary" sample (dry swab) was processed again to confirm the first ID now result and again a positive result was obtained. In addition, the customer reported that repeat testing was performed with the ID now using a new sample and generated a negative result. The patient¿s filmarray respiratory panel was also negative. The patient¿s outcome is unknown; however, the customer confirmed there was no patient treatment provided.